Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of signal loss occurred. It was determined that the signal loss was related to the mobile application. A review of the share logs was performed and signal loss over one hour was found within the investigation window. The allegation was confirmed. The root cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.